Manufacturer narrative:
The device in question is new to the market. It is one of the first enteral bag/administration sets to incorporate the new enfit connectors, which were specifically designed to be exclusively compatible with enteral feeding tubes. (B)(4) is one of the first companies to bring enfit connector-containing products to the market, but others will shortly follow suit. In fact, the enfit connectors are scheduled to become the industry standard over the course of 2015, with the older christmas-tree-style connectors scheduled to be phased out of the industry by early 2016. Since the introduction of the new enfit connector-containing enteral feeding sets earlier this year, (B)(4) has received a number of complaints about the new sets, the most common being that they leak in the vicinity of the purple enfit connector piece and the white transitional stepped connector. (B)(4) would not normally submit an MDR for this event, but is doing so now because this particular issue (leaky enfit connector) has caused a reportable injury to a patient within the last two years. The complainant returned the affected set for evaluation. (B)(4) has been able to confirm that the leak occurred, and is in the process of determining the cause. (B)(4) will cease production of all its enteral administration sets using enfit connectors and transition back to the previous revision of the product codes that do not include the enfit connector (inf0020, inf0500, inf1200 and gr1200). The previous revision includes neither the enfit connector nor the transitional connector. This revision does not exhibit the same degree of leaking, nor has it experienced any adverse reaction to formula ingredients. (B)(4) will produce the previous revision until a suitable solution to the enfit connector material degradation problem is found.

Event description:
The initial reporter stated: "clr states the enfit bag purple piece cracks during continuous feeding, then air gets fed into pt. States happens repeatedly and is very frustrated." During follow-up calls with the customer, (B)(4) learned the following details: "[the mother] reports started using the new enfit connector feeding set last night. Set up the feeding with the new set last night at 8:00 pm, and at 4:00 am found her daughters extension tube full of air, formula leaking from the enfit and transitional adapter, the surrounding bed linen was saturated with formula. She found a crack in the purple enfit. She replaced the set and restarted the feeding. She claims her child appeared to be in discomfort due to air pumped into her, no treatment required for this issue according to the mother. She claims her childs blood pressure has been lower than usual today. Her child had discharge orders to routinely receive IV fluids during the day since discharge from the hospital." During a second call, (B)(4) learned that the daughter's blood pressure returned to normal without any additional medical intervention and no injury. Rate: 44 ml; dose: continuous; food: neocate jr powder mixed with pedialyte. (B)(4).